Event description:
It was reported that the foley catheter balloon would not inflate. On visual inspection they confirmed that there was a leak from the drainage eye. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Attempted to inflate balloon with 10 ml of solution using the returned syringe and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. Also received 2 photo samples. First photo sample shows top overview of catheter. Second photo sample shows end of catheter with balloon not inflated. Based on physical sample received product does not meet specifications per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause was that core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly. The DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling reviews was not required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon would not inflate. On visual inspection they confirmed that there was a leak from the drainage eye. They cut the inlet tube and discarded the bag.